Manufacturer narrative:
A4-a6: unk. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported an article titled "rotational stability and outcomes odf v4c toric implantable collamer lenses placed at different lens orientations". The article states there were 22 cases of lens rotation. 1 eye was repositioned, and 4 lenses were removed and replaced. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.